Event description:
During a pulse field ablation (pfa) a farastar was selected for use. An implantable cardioverter defibrillator (ICD) required reprogramming following a pfa procedure. The pfa was completed, with successful pulmonary vein isolation and completion of a cavotricuspid isthmus ablation (cti). After the cti line was created, it was discovered that the ICD needed reprogramming and not just a routine restoration of prior settings, but full reinstallation of software applications. No contact was observed between the farawave catheter and either the ventricular shocking coil or the atrial lead tip. Lead parameters, including impedance and thresholds, remained unchanged from pre procedure. After reprogramming, the ICD functioned normally. No further complications were reported. The device will not be available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter - updated. A3a: sex - updated. A3b: gender - updated.

Event description:
During a pulse field ablation (pfa) a farastar was selected for use. An implantable cardioverter defibrillator (ICD) required reprogramming following a pfa procedure. The pfa was completed, with successful pulmonary vein isolation and completion of a cavotricuspid isthmus ablation (cti). After the cti line was created, it was discovered that the ICD needed reprogramming and not just a routine restoration of prior settings, but full reinstallation of software applications. No contact was observed between the farawave catheter and either the ventricular shocking coil or the atrial lead tip. Lead parameters, including impedance and thresholds, remained unchanged from pre procedure. After reprogramming, the ICD functioned normally. No further complications were reported. The device will not be available for return.